Event description:
The customer reported that this unit had a red x after putting a battery in.

Manufacturer narrative:
The customer reported that this unit had a red x after putting a battery in. The unit was evaluated at the customer site by a philips field support engineer. The battery pca was replaced which resolved this issue.